Event description:
At the conclusion of the percutaneous coronary intervention(pci), an attempt was made to remove the guidewire from the right coronary artery (rca). The guidewire "unfurled" in the guide catheter and an attempt to retrieve it with an over the wire (otw) balloon caused it to fracture in the catheter with the distal end of the guidewire still in the rca, but the proximal end still within the guide catheter. We then retrieved the wire by inflating the balloon in the guide catheter, "trapping" the wire, and removed the entire system through the arterial sheath. The entire removal was visualized with fluoroscopy. Subsequent angiography revealed a patent vessel and confirmed absence of the wire from the rca.